Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2015 with the following findings: keypad is cut and torn between up and ok buttons, covered by tape. No peeling to keypad. Contrast key is intermittently responsive; ok, down and up keys are working. Removed the keypad and found contamination under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged and intermittently responsive keypad. This report is made based on the results of an investigation completed on (B)(4) 2015.